Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 433 mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked alarm and no reservoir detected. Customer mentioned that issue was caused by infusion set and reservoir connection and after troubleshooting insulin pump working as designed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and rewind tests, but then it failed the prime/seating test. After further review of the unit's interior, did not note any previous moisture presence or corrosion on the boards, wiring, and assemblies. The motor was tested outside the unit, and it passed. The failure is most likely isolated to the electronics.